Manufacturer narrative:
Additional patient information: patient height reported as 5 feet 9 inches. Patient is also (B)(6). Postoperative pain was reported on (B)(6) 2004, but it is unknown when the fracture officially occurred. (B)(4). The complainant parts are not expected to be returned for manufacturer evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered a left femoral neck fracture in (B)(6) 2003. During the initial treatment, a non-synthes construct was implanted. A revision procedure (for reasons unknown) was performed on (B)(6) 2004 during which a synthes 95-degree plate, two (2) synthes 7.3 cannulated screws, and three (3) synthes cortex screws were implanted. The following day, the patient began experiencing post-operative pain. X-ray imaging revealed a fracture through the greater trochanter where the plate had just been placed. The patient was returned to the operating room on (B)(6) 2004 for a repeat open reduction internal fixation (orif) procedure. The original synthes hardware was removed. The patient was then revised to a synthes 130 degree osteotomy plate with four (4) cortical screws. A total hip procedure was later performed ((B)(6) 2006) with a follow up revision on (B)(6) 2009. This report will address the revision procedure in (B)(6) 2004 only, which was due to pain and fracture. Other reported events will be captured in and reported under related complaint (B)(4). This report is 3 of 6 for (B)(4).